Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to pain and elevated metal ions.symptoms of pain and a worsening limp from (B)(6) 2010 onwards, with left side tender and swollen.

Manufacturer narrative:
The combination of devices used in this case constitute an off-label application in the USA.